Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working correctly. Customer also experienced high blood glucose level and was treated with insulin pump and manual injection. Customer did not allege that the insulin pump was under delivering. Customer stated that the insulin pump received insulin flow blocked alarm. Customer was assisted with troubleshooting of high blood glucose level and there were no leaks and no air bubbles. Customer reported that the bolus history displayed all bolus entries on their recollection. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.